Manufacturer narrative:
The device was returned for analysis, where the repair technician was unable to duplicate the reported malfunction. There were no faults or defects found, and the device passed all tests. The software was then upgraded to the most current version per standard service procedures. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the nim system was not responsive; the medtronic rep tested the unit after the reported malfunction and found no malfunctions, and the unit was used without error in a later procedure. Follow-up with the area rep indicated that the patient had palsy afterward, which occurred during the procedure. The surgeon then confirmed that there were responses from the monitor during the case, but not from direct nerve stimulation.

Manufacturer narrative:
The device has not been returned for evaluation; therefore no analysis information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
The surgeon confirmed the palsy was caused during the procedure, however the surgeon cannot say for sure what caused the palsy. The surgeon did confirm there were responses from the monitor during the case, but not from direct nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis is not available; the device has not been returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the nim system was not responsive; the medtronic rep tested the unit after the reported malfunction and found no malfunctions, and the unit was used without error in a later procedure. Follow-up with the area rep indicated that the patient had palsy afterward but was unclear whether the palsy was a result of the procedure or present before. Further information has been requested in regard to the patient condition.